Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left plantar artery. After sheath was inserted via anterograde approach, a non bsc guide wire crossed the lesion. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced but stopped advancing at the proximal part of the lesion. During the 1st inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a coyote¿ es otw balloon catheter. No patient complications were reported and the patient's status was good.